Manufacturer narrative:
The problem was due to a component failure. We are unaware about patient injury.

Event description:
The laser system had a failure that did not allow to use it. No adverse effetcts to patients were reported.

Manufacturer narrative:
We are waiting for additional information from distributor. We are unaware about patient injuries.

Event description:
The laser system had a failure that did not allow to use it. No adverse effects to patients were reported.